Manufacturer narrative:
Csi contacted the primary author of this literature article to request additional information regarding the specific events listed. The physician confirmed that there is no more information available on these patients. The results of the investigation are inconclusive since the reported devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Megaly, m., brilakis, e.s., sedhom, r. Et al. Outcomes with orbital and rotational atherectomy for inpatient percutaneous coronary intervention. Cardiol ther (2021). Https://doi.org/10.1007/s40119-021-00214-w. (B)(4).

Event description:
Megaly, et al. 2021 a literature article was published and indicated the following: "(oa) was associated with a higher incidence of coronary perforation (1.7%) and cardiac tamponade (1%)." The rate of vascular complication was 0.1%.